Manufacturer narrative:
A DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One opened powerport clearvue isp implantable port, 8fr polyurethane single lumen catheter intermediate kit was returned with a sealed inner tray. A cut was observed to go through the outer seal as well as the inner seal. Additional damage was noted in the form of smearing of the ink on the outer seal a secondary cut was also noted on the outer seal that was separate from the cut that goes through both the outer and inner seal. Based on information in the sample evaluation the investigation is confirmed for a cut in the inner and outer seals.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model1608062 port & catheter, implanted, subcutaneous, intravascular was allegedly broken. This report was received from a single source. Of the one event, did not involve patient. The patients age, weight and gender were not provided.